Manufacturer narrative:
(B)(4).

Event description:
T2 non-deployment it was reported that the t-2 anchor failed to deploy. A backup device was available to compete the procedure without delay or patient impact.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the needle however they were returned for examination. Examination of the construct showed t1 is missing. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. T2 was reloaded onto the needle and tested for deployment, the t deployed as intended. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.